Event description:
It was reported that a patient presented in clinic on (B)(6) 2022 for a routine follow up, where it was noted upon interrogation that their pacemaker had experienced premature battery depletion. The pacemaker was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with no telemetry, battery at end of service, and corrupted device image consistent with device exposure to electrocautery. After replacing the battery, the device was restored from backup mode successfully, and results from functional testing indicated normal functionality. Further evaluation at various pulse amplitudes measured current levels within normal range and no indication of premature depletion noted. Additionally, results from evaluation of output parameters under nominal conditions were within normal range. Longevity assessment was performed based on field settings and the device exceeded 75% of projected longevity indicating normal battery depletion.